Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was unable to calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was out of alignment. During review of the device history multiple button ID: invalid error codes were noted. Further testing found contamination on the bottom touchscreen connections due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.